Event description:
Medwatch described the facility received patient post op to nursing unit. At 0350, the nurse started calling physicians regarding the patient's uncontrolled pain. The doctor ordered vistaril, but no narcotics. Orders were received to send the patient back to the or for lumbar incision and re-exploration of intrathecal infusion catheter with pump programming at 1400. After the re-exploration, the physician said there was a stiff internal wire coil, which caused an abrasion to a nerve root or blood vessel. The patient did have blood in her central spinal fluid (csf) due to this catheter and was in considerable amount of pain from it. During the re-exploration, the catheter removed and another one placed. The patient was later discharged in stable condition. Additional information received in a phone conversation is that no product code could be provided. In addition, the device is not available for investigation as it is the hospital policy to retain the device when an adverse event has occurred.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. (The lot number provided by the customer did not correlate with the product) if at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.